Event description:
Two of the three elements on the tip of the xp coblation wand were broken. This caused a burn to the patient's lip during tonsillectomy. After the wand was switched out for a new one, the tip appeared to be burned. FDA safety report ID #(B)(4).